Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12103. It was reported that guide wire removal difficulties were encountered. A transjugular intrahepatic portosystemic shunt (tips) procedure was performed. Two .035in, 185cm, j tip back-up meier guide wires were advanced to cross the lesion. However, both guide wires were reported to have severe kinks at the distal ends making it hard to remove the wires from the patient. No patient complications were reported.